Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2023, he patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 january 2023: lot 1810000: (B)(4) items manufactured and released on 07-mar-2019. Expiration date: 2024-feb-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch reviews performed on 26 january 2023: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2002607: (B)(4) items manufactured and released on 30-jul-2020. Expiration date:2025-jul-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2008271: (B)(4) items manufactured and released on 30-sep-2020. Expiration date: 2025-sep-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879) lot 2008551: (B)(4) items manufactured and released on 20-nov-2020. Expiration date: 2025-nov-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.